Event description:
It was reported that a patient using the iLet Bionic Pancreas experienced recurrent low glucose overnight, with sensor readings as low as 49¿50 mg/dL and asked whether insulin delivery could be manually adjusted; the patient was informed that insulin adaptation is automated and that manual dose changes are not available. The patient treated the lows with a full can of regular soda followed by high carbohydrate food and reported cycling between in-range and low without subsequent hyperglycemia; a confirmatory fingerstick was not performed. Symptoms included shakiness, dizziness, fatigue, and muscle weakness. Outcomes included the need for oral carbohydrate administration and temporary assistance from a family member, without emergency care or hospitalization. Investigation included counseling on hypoglycemia treatment using stepwise fast-acting carbohydrate dosing and education on how the adaptive algorithm can maladapt when users pretreat or overtreat hypoglycemia. Investigation of this case revealed user management factors consistent with overtreatment of hypoglycemia and potential algorithmic maladaptation. It was concluded, based on previously established findings for similar reports, that the cause was user-related hypoglycemia management with algorithm adaptation responding to recent glucose trends.

Manufacturer narrative:
Initial.